Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges eye irritation, nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, pneumonia. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 03/25/2024 and section h10 should be reported as: the manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient alleging eye irritation, nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, pneumonia. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Corrected information: box b: adverse event or product problem. Adverse event/product problem: adverse event. Outcomes attributed to ae: other. Describe event or problem: the manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient alleging eye irritation, nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, pneumonia. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box e: initial reporter. Reporting institution name: law firm. Box g: all manufacturers. Report source (rfb): required. Report source - other: law firm. Box h: device manufacturers. (Device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - (B)(4).

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device that the patient alleging eye irritation, nose irritation, dizziness, headache, hypersensitivity, nausea, vomiting, inflammatory response, kidney disease/toxicity, pneumonia. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.